Manufacturer narrative:
Batch review performed on 25 june 2026: mpact dm 01.26.2858mhc double mobility hc liner d 28/dmi (k092265) lot: 2436009: (B)(4) items manufactured and released on 14-mar-2025. Expiration date: 2030-feb-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Mectacer 01.29.201 mectacer head biolox delta dia.28 12/14-s (k112115) lot: 2534695: (B)(4) items manufactured and released on 02-feb-2026. Expiration date: 2031-jan-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 1 month from the primary, the patient came in due to infection and the pathogen is unknown. The surgeon performed a washout, revised the 28mm biolox head s to a same size head and revised the d 28/dmi hc liner to a same size liner. The surgery was completed successfully.